Event description:
It was reported that the device showed inhibition of pacing due to myopotential oversensing. Programming changes were recommended. No symptoms were reported.

Manufacturer narrative:
.